Event description:
Boston scientific crm received information, via a latitude red alert, that this cardiac resynchronization therapy defibrillator (crt-d) displayed high right ventricular (rv) pacing impedances greater than 2000 ohms and intermittent loss of capture. No adverse patient effects were reported. Additional information indicated that the rv lead was not pushed all the way into the header. A proper connection was made and the device and lead remain implanted.

Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.